Manufacturer narrative:
Manufacturer's reference: (B)(4). Technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. Trended case device investigation conclusion: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Clinical assessment concluded: it has been reported that 'charger heated/melted cord'. Unknown if original accessories have been used. No personal harm or property damage reported. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. There can be melting of the plastic around the connector and is visible to the naked eye. It is highly unlikely that the user would touch in case there appears to be melting or high temperatures. In the unlikely event of the user touching this overheated device, it can lead to superficial or minor injury that would in most cases require no medical intervention. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations identified and no requirement to update the risk register. Manufacturer's investigation is final. This is a combined initial and final report.

Event description:
On an unknown day (best estimate sometime in may), it was reported that a charger was heated and melted the cord. No harm or injury was reported by the patient there were 3 separate attempts to contact patient and obtain more information. No further information could be obtained. No further information is expected